Manufacturer narrative:
Insulin pump passed displacement test and self test. Moisture damage found on electronic assembly. Unit was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the insulin pump had crack in it and it was no longer working. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer states they see fluid under the lcd. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.